Event description:
The user facility reported, during a procedure, the housing from the medical device fell into the surgical site.  A housing falling into a surgical site could potentially cause an infection.  The user reported the housing was removed from the surgical site and antibiotics were administered.

Event description:
The user facility reported, during a procedure, the housing from the medical device fell into the surgical site.  A housing falling into a surgical site could potentially cause an infection.  The user reported the housing was removed from the surgical site and antibiotics were administered.